Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted during a procedure on (B)(6) 2011. According to the complainant, the patient experienced post-operative pain, dyspareunia, adhesions, and chronic interstitial cystitis and has undergone multiple surgeries and revisionary procedures (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.